Event description:
The customer reported via phone call that the insulin pump was exposed to pool water. The customer's blood glucose was 296 mg/dl. The customer stated there was no fluid present under the lcd screen. The customer also reported a button error alarm occurred after receiving a low reservoir alarm. Customer was unable to clear both the alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture was noted on the electronics or motor assemblies during visual inspection. The device had had minor scratches on the lcd window, cracked case at display window corners, and broken belt clip slot, and corroded battery tube.